Event description:
On 01/06: customer reports system would not power up at all. Customer has no other rooms available for procedures.

Manufacturer narrative:
Field service engineer troubleshot system and found the ribbon cable in the x-ray console which connects to the display was not seated properly. Fse reseated the connector and verified proper operation per the sedecal generator service manual 710953. System returned to full service by the customer.